Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a complete total occlusion, heavily calcified, 6 millimeter (mm) superficial femoral artery to 7-8mm popliteal artery. After three treatments, the oad crown became stuck. The oad was able to be removed without intervention. Tissue was observed on the oad upon removal. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6. The oad was returned for analysis. Examination of the oad driveshaft crown section identified adhered biological material on the proximal edge of the crown. Examination of the crown did not reveal any damage or abnormalities that may have contributed to the accumulation. The root cause of the biological accumulation was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).